Manufacturer narrative:
The device was not received for analysis at the time of this report; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The instructions for use states the urological guidewire is intended to facilitate the placement of endourological instruments during diagnostic or interventional procedures. These guidewires are not intended for coronary artery, vascular or neurological use. If there is any further relevant information received, a follow-up report will be filed.

Event description:
Patient undergoing portacath insertion in o.r. Surgeon unable to thread guidewire down dilator, another guidewire used. Unable to thread 2nd guidewire and procedure aborted. Patient to di interventional radiology where radiologist discovered two foreign bodies (fb): one in the superior vena cava (svc), the other in a segmental branch of the pulmonary artery (pa). Foreign bodies appear to be coating from guidewire. Fb in svc removed. Other fb in pa not removed. Portacath inserted successfully by radiologist.